Manufacturer narrative:
(B)(4). Clinical opinion: patient with pre-existing condition of fallopian tube obstruction underwent a fallopian tube recanalization and tip of the catheter approximately 0.3-4 mm was broken and fell into the patient's pars interstitialis tubae uterine during a catheterization under hysteroscopy combined with laparoscope. There is no information reported in regards to additional procedure/intervention was done to remove the broken tip. If the tip is still inside the patient's pars interstitialis tubae uterine it may cause complications. The tip should have been removed and it's advised to bring the patient back to perform the additional procedure to remove the broken tip. There should have been a greater effort made to remove the tip from inside of the patient. Based on the available information it's not clear if the broken tip may have been contributed to the healthcare professional's technique/procedure and/or the malfunction of the device. Additional procedure was performed and the tip of the catheter was removed successfully by the healthcare professional and cleared the tube. Patient was discharged. Investigation - evaluation a review of the complaint history, drawings, device history record, specifications, and quality control was conducted during the investigation. Visual inspection notes kinks along the first 10 cm of the catheter. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
During a catheterization under hysteroscopy combined with a laparoscopic procedure on a (B)(6) female patient, the tip of the catheter (about .3-4 mm) broke off and fell into the patient's fallopian tube. Additional information was received, after consultation, the tip was successfully removed by the doctor and they also cleared the tube. The patient has been discharged but the hospital couldn't provide any more detail information.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a catheterization under hysteroscopy combined with a laparoscopic procedure on a (B)(6) year old female patient, the tip of the catheter (about .3-4 mm) broke off and fell into the patient's fallopian tube. Additional information has been requested, however it was not available at the time of this report.